Event description:
During use in surgery the instrument jaw broke. The piece was located via x-ray. The surgeon was required to go to an open case to remove the fragment. The pt required hospitalization for an add'l day.